Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained dilaudid [3 mg/ml] at a dose of 0.13 mg/day, an unknown brand of baclofen [1000 mcg/ml] at a dose of 45 mcg/ml, and bupivacaine [5 mg/ml] at a dose of ¿.4167¿. It was reported the pump was pushing against the bottom rib causing pain to the patient. There were no diagnostics/troubleshooting performed. The pump pocket was revised to move the pump lower. During the pocket revision, the hcp noticed the pump segment was somewhat ¿frayed¿, so he replaced a portion of the pump segment on (B)(6) 2017. The existing spinal portion was left in place. The explanted pump segment would be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. The catheter was returned to the manufacturer. Analysis of the catheter found that there was damage to the transition tube on the catheter body. If information is provided in the future, a supplemental report will be issued.